Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. No date of the incident was given from the costumer. Therefore, the last history files from 2023-01-04 to 2023-01-26 were investigated. Inside the history files the device alarm 2119 (lcd backlight on defect) could be detected once. The device alarm haven´t interrupted an infusion. Furthermore, several pressure alarms during the last infusions could be detected (reason for these alarms could not be clarified). In addition, no anomalies could be detected inside the history files. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The p2- and p3 connector showed oxidized contacts. Furthermore, the device was in a clean state and no visible damage are to located. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,33 bar (should be: 0,1-0,7 bar), pressure stage 9: is: 0,938 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: n/a bar (should be: 1,8-2,5 bar), pmin: is: n/a bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: n/a bar (should be: >1,2 bar). The device matched the required values and standards. All measured values (electronic pressure cut-off) were within our specification. The mechanical pressure cut-off could not be checked. The service plug could not be identified by the device. The reason for that malfunction are the oxidized contacts inside the p2 connector. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,15%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matched the required values and standards. All measured values were within our specification. To investigate the inside, the device was disassembled complete. Liquid residues between the lower housing part and the emc shield could be detected. Furthermore, some liquid residues on the ribbon cable that connects the mainboard with the operating unit could be detected (no oxidized contacts). After disassembling the operating unit, a smell of liquid could be detected. However, no liquid residues could be found inside. The ribbon cable that connects the keyboard with the display shows a strong bent. It could not be clarified what the reason was for the device alarm 2119. Furthermore, no anomalies could be detected inside the device. The complaint could not be confirmed. No flowrate deviation could be detected ore reproduced. The damaged parts are due to liquid residues. However, these components have no effect on the flow rate. The device alarm 2119 could be detected once inside the history files. However, the device alarm haven´t interrupted an infusion. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "flow rate deviation." Customer statement: "difference of flow noted by ide and preventive maintenance to be performed."